Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. Additional information was requested, and the following was obtained: what component fell off from where? -black piece fell off from rotary knob. What is meant by the firing sequence was not smooth? -firing feeling was not as good as old version devices what were the indications for surgery? -esophagus cancer what surgical procedure was performed? -radical surgery for esophageal cancer did the patient receive any preoperative chemotherapy or radiation? -unknown were there any issues experienced with the device in the initial surgical procedure? -unknown what healthcare professional fired the device and what is his/her experience with the device? -clinical surgeon with good experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -low-b. Unknown. What technique was used to secure the anvil in-place? -heard the sound was the device difficult to close? -no was the device difficult to fire? -no how many counter-clockwise revolutions of the adjusting knob were used to open the device? -2 did the healthcare professional receive audible & tactile feedback when firing the device? -yes were the donuts inspected? If so, please describe. -yes. Complete. Was a complete transection of the white breakaway washer visually confirmed? -yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. -staple leg tip can be observed. Oozing on the staple line. Was a leak test performed in the initial procedure? If so, what type and what was the result? -unknown was the staple line visualized endoscopically during the initial surgical procedure? -unknown how was the leak identified? -leakage noted about 3 days after the surgery. What was observed at the site of the leak upon reoperation? -unknown how was the leak addressed? -unknown what is the current status of the patient? -hospital stay prolonged.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the firing sequence was not smooth? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What technique was used to secure the anvil in-place? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed in the initial procedure? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the fire procedure was not smooth. Leakage was observed in the third day after the surgery. Procedure: esophagectomy.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023 b3.